Event description:
(B)(6) reported issues with cartridge errors and incorrect insulin dosage displayed on the pump. There was no reported impact on the customer¿s blood glucose level. The customer declined any follow-up actions.